Event description:
It has been reported to company that during the procedure the physician was unable to advance a 6f catheter through this device. Reportedly, the physician felt that the inner diameter of this device was not within specifications. The device was removed and replaced. The patient is reported as fine and the device is being returned for company's analysis.